Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmissions revealed noise on the atrial and right ventricular (rv) leads. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Correction: b1: type of report updated for product problem; it was previously not selected.